Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408560; model: sc-2408-56; serial: (B)(4); batch: 7075276/7075274.

Event description:
It was reported that the patient was not getting an adequate pain relief despite reprogramming done. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and linear leads were not returned.